Manufacturer narrative:
This is reported as a malfunction with the potential to cause serious injury. No injury occurred. Toothbrush head was more than a year old. The probable root cause of malfunction is customer abuse. Investigation found that the brush disk's pull off force for this lot met requirements. Marks shown on the surface of the brush body indicate the customer chewed and pried the disk loose from the brush head.

Event description:
Consumer has stated that their toddler was using this and the head of the brush came off in her mouth. Customer states this was a possible choking hazard.